Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported leak remains unknown.

Event description:
During an atrial fibrillation procedure, air was aspirated when attempting to flush the sheath after insertion into the right femoral vein and removing the dilator. The sheath was replaced, and the procedure was successfully completed with no adverse patient consequences. The hospital discarded the reported introducer.